Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Hcp stated ¿not working¿ and patient was supposed to get MRI of shoulder. It was noted that MRI was not related to the device/therapy. Hcp had no other information. There were no further complications that have been reported as a result of this event.